Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had started the byte treatment in august of last year and they have completed the aligners and used them correctly, they now have tmj, their jaw lock open occasionally, it clicks when they chew food and when they talk. They have a chipped tooth when they have zero history of teeth breaking or being week. Lastly, their jaw feel crooked and their smile looks completely different in a bad way. At check in patient marked true to jaw discomfort, chipped, sensitivity, and not fitting.